Event description:
It was reported that the healthcare provider (hcp) decided to remove a lead that was determined to be broken when an impedance check was performed. It was noted that the contacts showed that the impedances were all greater than 4,000 ohms. Event date was unknown at the time of the report. It was stated that the patient did not want to continue therapy, ¿though the therapy helped her symptoms.¿ additional information was requested but not available at the time of the report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID neu_unknown_lead, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).